Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised. The original plan was to perform a poly swap. However, intra-operatively, the tibial component was found loose. Because the surgeon wanted a higher level of constraint, the entire scorpio construct was revised. Rep confirmed there are no allegations against the revised insert.